Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracic laparoscopic lobectomy, when being applied on closed bronchus, the device would not fire. The green button was pressed but handle could not be squeezed. Another reload was used to resolve the issue in order to complete the case. There was no patient injury.